Manufacturer narrative:
Information not provided. Lot number was not provided. Without a lot number, expiration date, manufacturer date and UDI could not be determined. The consumer/patient reported she was also a nurse. Mw5076520 received from FDA. The consumer/patient reported the reaction was completely resolved and provided information about the facility where the drape was applied. 3m followed up with the facility who reported 6648ez 3m¿ ioban¿ 2 antimicrobial incise drape was applied to this patient. Chloraprep® was the antimicrobial skin preparation used prior to drape application. A lot number was not provided so a batch record review will not be performed. To date, we have not received any indication that there were deviations to the manufacturing process for ioban drapes that could have attributed to a root cause. End of report.

Event description:
A consumer/ nurse reported the following information via a medwatch report: this adverse reaction concerns an abdominal rash following a surgical procedure. One day after elective right hemicolectomy, a diffuse raised rash covered abdominal area from below sternum to just below umbilicus. Both right and left margins were demarcated by right angles, consistent with the edges of an incise drape. Medical staff confirmed that an ioban incise drape had been part of the surgical prep. The rash/pruritus persisted and caused significant discomfort for several days, and did not respond to application of over the counter hydrocortisone cream. After about a week, a second "wave" of rash appeared overlapping much of the original affected area and the area below the umbilicus. This eruption was also very itchy and uncomfortable. At a two week post-op visit, the surgeon was uncertain as to cause of this second rash. The next day, a dermatologist was consulted and termed it an "ID reaction." Betamethasone diclopromide cream was prescribed; after one week of twice daily application, the rash dried, sloughed and gradually stopped itching. After another week, the rash subsided, but the area remained sensitive to touch and hyper-reactive. Discomfort during the postoperative recovery period hampered mobility and negatively impacted recovery.